Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level ranged 500-600 mg/dl. Correction bolus via pump was administered to address bg.